Event description:
The locking bolt (471572) was very tarnished/rusted and as the doctor was inserting the nail, about 2-3 threads of the bolt were broken off onto the proximal end of the nail. This remained in place (implanted). It was observed at the beginning of the procedure that the carbon proximal arm was fractured on both sides of the top locking bolt when they pulled it out of the tray. The doctor still used it, for it was stable. A pilot screw (24260)broke when the doctor was removing it. The doctor removed the screw because the screw was installed at an angle instead of straight across the bone. The screw was successfully removed and discarded. Patient outcome: patient is fine.

Manufacturer narrative:
Additional model # 471641. Additional lot # 338294.